Manufacturer narrative:
The customer noticed that the sipper probe tubing was pushed too far onto the sipper probe. He corrected the position and performed an ise check and all results were acceptable. The customer refused a service visit. No further issues were reported after the customer adjusted the probe tubing. The investigation determined that the customer's actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect cl for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial cl result was 85 mmol/l. The customer repeated the sample test on a different analyzer as the initial sodium result had an ise noise alarm. The sodium results were not provided. The repeated result was 98 mmol/l. The repeated result was believed to be correct. The results were reported outside of the laboratory. The electrode lot number and expiration date were requested but not provided.